Manufacturer narrative:
With the limited amount of information available and without films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. One non-sterile angioguard xp was received coiled inside of a plastic bag. The received components were the torque device, deployment sheath and the wire system. The filter basket was found outside the deployment sheath and presented no damages. A 5 mm stretched section was observed at 2 cm from the distal end of the wire system. The stretch section was inspected under microscope and no fractures were observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02412714. This packaging lot contained 135 units, which were shipped from lake region medical on (B)(6) 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported was confirmed. The analysis suggests that procedural factors could be related to the failure as reported. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the angioguard manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
The target lesion was a 95% stenosis in the right carotid artery. There was mild calcification and vessel tortuosity. Approach was made from right femoral artery. The angioguard xp was removed from the packaging and prepped according to IFU. There were no anomalies or difficulties noted during prep. The physician shaped the tip of the wire prior to use. It is unknown if he used his fingers or another device to reshape. The device was advanced through the 8f guiding catheter (britetip) and across the lesion without difficulty. No excessive force was used during advancement. Then the physician observed an anomaly at the distal side of the guidewire under fluoroscopy. The ag was removed from the patient body and the floppy tip was noted to be unraveled. Therefore, another product (details unk) was used and the procedure was completed without any other problems. There was no adverse consequence to the patient.